Event description:
It was reported that the patient experienced giddiness, vomiting and became unconscious. The patient presented to the hospital with a low heart rate and complete heart block. The patient was put on a ventilator and a temporary pacemaker. Interrogation of the device revealed undefined lead impedance, a polarity switch, noise on the electrogram and no output. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid wires.